Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer¿s blood glucose was 140-283 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.